Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8352-70, serial: (B)(4), batch: 16338982.

Event description:
It was reported that the patient was experiencing ineffective therapy. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively and the explanted devices were not returned.